Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Complaint sample was evaluated and the reported event was not confirmed. The reported event was not verifiable after the investigation associated with skin rash. Further review of the certificate of conformance indicates that the product meets zimmer biomet's specifications and no discrepancies were found. No physical and/or functional condition could be found after the review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient that is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. DHR was reviewed and no discrepancies were found. Analysis of the device indicated that it met zimmer biomet specifications. If any further information is received which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: a3: patient sex added. B4: date of this report added. D4: lot number added. D10: device available for evaluation updated to yes. D10: date returned to manufacturer added. G4: date received by manufacturer added. G7: type of report added. H2: follow-up types added. H3: device evaluated by manufacturer updates to yes. H4: device manufacture date added. H6: method code updated to 3331: analysis of production records. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established . H10: additional narratives/data. The following sections were corrected: d11: medical product: biomet spinalpak assembly serial # updated to l73284. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2019-00027.

Event description:
It was reported that the patient developed a rash from using the soft-touch electrodes 63b. The patient stated that the rash was red, bumpy, and itchy. The patient contacted their doctor and the doctor prescribed a cortisone cream. The patient's rash has cleared up. No additional patient consequences have been reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product: biomet spinalpak assembly catalog #: 1067716 serial #: (B)(4). Therapy date: unknown. Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed a rash from using the soft-touch electrodes 63b. The patient stated that the rash was red, bumpy, and itchy. The patient contacted their doctor and the doctor prescribed a cortisone cream. The patient's rash has cleared up. No additional patient consequences have been reported.